Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the doctor performed a thyroidectomy on a patient, where clips were used on a vessel. The patient returned to the doctor on an unknown date with a hematoma. The doctor reoperated and noticed the clips were no longer on the vessel. It was not reported how the reoperation was completed or the status of the patient.